Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening of the angio-seal device package, the customer noticed that the tip of the device was bent. The customer deemed that the device was not usable. Additional information received on december 28, 2018: it was reported that there were no complications.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to the update and to provide the completed investigation results. One 6fr angios-seal vip device was returned for evaluation. The hemostasis sheath was returned along with the packaged carrier tube assembly, the arteriotomy locator, and the guidewire. Visual inspection revealed that there was no damage or deformation. The alleged 'bent tip' is, in fact, a manufacturing feature termed as the monofold which enables correct release of the anchor within the vessel. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the returned device was the normal product. It is likely that that the monofold feature was mistook as a deformity. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.